Event description:
It was reported that the lead was replaced due to high impedance (greater than 2000 ohms), high voltage impedance not available, and elevated pacing threshold. No patient complications were reported as a result of this event.